Event description:
The healthcare provider reported the implantable neurostimulator (ins) was not working at this point. No symptoms were reported. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.